Event description:
It was reported that the t2 of the fast fix had a pre-deployment during surgery. No patient injury.

Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device returned. The complaint stated: ¿it was reported that the t2 of the fast fix had a pre-deployment during surgery. No patient injury.¿ t1, t2 and suture were returned. T1 had been freed from the delivery needle. The depth limiter is attached. The delivery needle is bent. The delivery curve is exaggerated which has caused impeding of the actuator function. The device no longer cycles due to the needle misalignment. These symptoms indicate difficulty with reaching desired anchoring location. Inadvertently twisting or bending of the needle track may encourage unintended release or binding of anchors.